Manufacturer narrative:
The customer¿s report that fluid leaked from the vent on the filter was confirmed and replicated. Visual inspection under magnification showed that the filter vent membrane appeared wetted. Functional testing resulted in leaking from the filter vent. The root cause of the filter vent leak was a damaged/wetted filter vent membrane.

Manufacturer narrative:
Correction: omit ¿other¿ (rn, market clinical resource director) from initial report.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the fluid leaked from the vent on the maxguard filter extension set during patient use in the neonatal intensive care unit. There was no report of patient harm.